Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead was returned for analysis. Primary analysis revealed the outer insulation breached (clavicle-rib crush). Additionally, blood/body fluid was found on the distal conductor (not obstructed), outer insulation cosmetic environmental stress cracking, outer insulation cosmetic depression, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, and crushed were also found on analysis.

Event description:
It was reported that there were high impedance measurements on the right ventricular lead. The lead was capped and replaced. The atrial lead was replaced due to medical judgement. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.